Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, during the transfemoral tavr procedure, during balloon valvuloplasty (bav), the patient¿s annulus rupture. The team proceeded to emergently implant the 26mm sapien 3 valve. The patient was stable at the conclusion of the case.

Manufacturer narrative:
Additional information provided indicated the patient¿s native annulus measured 27.5mm and had a grade iii calcification. There was no evidence of an annulus rupture after bav. It was only post implant, when reviewing the case that it could be seen that when injecting contrast for checking valve position that there was already a rupture. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture could not be determined. It may be related to the mechanisms listed above. It is also possible that the patient¿s severely calcified native annulus might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.